Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose level of 57 mg/dl to 61 mg/dl and it was addressed with apple juice. Reportedly, the customer believes the basal rate for the nighttime/early morning is to high. The customer indicated that they would contact their healthcare provider to discuss modifying the setting.